Manufacturer narrative:
It was reported that on (B)(6) 2026 the left front bath chair leg "bent" and the individual "fell off" and "hit his head on the toilet bowl" while sitting on the device. The individual "did not seek medical attention." Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported that on (B)(6) 2026 the left front bath chair leg "bent" and the individual "fell off" and "hit his head on the toilet bowl" while sitting on the device. The individual "did not seek medical attention.".